Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eqg1, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer and health care provider (hcp) reported that the patient had a loss of therapeutic effect. The therapy helped at first but a couple of days prior to (B)(6) 2014, the patient's symptoms returned. Yesterday and today, the patient had been having trouble emptying their bladder. The patient went last night fine and today went once or twice, but wasn't able to empty the bladder all day. The patient tried to make adjustments and turned stimulation up and down but it didn't help. The patient had a hard time with stimulation because of all of the surgeries he had, and when he turned stimulation up to 1.0v stimulation was not comfortable. The patient had not called their hcp yet. The patient used their patient programmer and was on program 3 at 0.5v. The patient thought they felt stimulation. It was determined that therapy was off as there was no lightning bolt on the implantable neurostimulator (ins) icon on the programmer screen. The patient turned stimulation back on and confirmed they felt stimulation. The patient might have accidently turned their stimulation off and therefore their symptoms were not under control in the past 2 days. The patient would turn stimulation up a little and wait 3 days to see results. The patient still had concerns regarding their device or therapy but was working with their doctor or manufacturer representative. The patient had an appointment on (B)(6) 2014. The patient was concerned because they still had to self-catheterize. All impedance measurements were normal on (B)(6) 2014. The patient had tried all programs and 4 new ones were placed into their device. The patient felt all programs scrotal at low voltage settings. The patient was reprogrammed, but did not help decrease the amount of times they had to self-catheterize. The hcp replaced the original program 3 as the patient wished and as that was where they got their first best results after insertion. The patient was not hospitalized and the patient outcome was no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.